Manufacturer narrative:
This MDR is related to ge healthcare complaint. The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the panel power outlet and the workstation breaker cb1, cb2 intermittently trips off when plugging up the c-arm. The system is functional when does not trip.